Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to clinic with noted damage to the driveline near the system controller connection. The driveline was covered with rescue tape. Damage was also noted to the power lead line and bend relief on the system controller. The system controller was exchanged.

Manufacturer narrative:
Section a3-a4 - patient gender and weight: corrected manufacturer's investigation conclusion: the reported event of the system controller¿s power cables and bend relief being damaged was not confirmed. No log files were provided, no photos of the reported damage were submitted, and the system controller was not returned for further analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. No serial number or lot number were provided by the customer to perform a design history record review for the heartmate ii system controller. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.